Manufacturer narrative:
This disposable device had been autoclaved prior to return to our facility for eval. The resulting heat damage prevented an eval.

Event description:
The device was used during an unspecified procedure. Reportedly the staples did not form properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.